Event description:
A 6 mm gore propaten vascular graft was implanted in the upper arm for dialysis access. Two months post-op, the graft developed a stenosis at the venous anastomosis. Two attempts were made to open the stenosis with pta balloons (a 5 mm and then a 7 mm), however, the second balloon disrupted the anastomosis. The venous anastomosis was repaired with a short interposition graft. Discussions with a gore rep and the physician concerning burst strength and vascular grafts has occurred. There were no consequences to the pt at the time. The graft is patent and the pt is doing well.